Manufacturer narrative:
The reported event that a bone screw variax full thread 3.5mm / l18mm was alleged of poor fixation could be confirmed thanks to the provided x-rays. Based on investigation, the root cause was attributed to be user related. The failure was caused by poor surgical technique. The surgeon used a too short plate in a patient with unstable fragment constellation and osteopenic bone. The device inspection revealed flattened thread in the distal part of the implant, likely due to imprecise insertion technique. The proximal part does not show any particular damage. A clinical statement was requested for the evaluation of the provided medical data. These were the main findings on the provided x-rays: ¿on (B)(6) 2015: [¿] osteopenia in a (B)(6) patient. On (B)(6) 2015: [¿]correct fragment reduction and correct positioning of the hardware, but at the medial side only the most medial screw is bicortically inserted outside the fracture zone, whereas the other two medial screws are positioned inside the fracture zone. On (B)(6) 2015: slight levering out of the medial end of the plate with slight loss of reduction and partial back out of the two most medial screws. On (B)(6) 2015: full bone consolidation without significant further loss of reduction.¿ the following clinical statement was given: ¿for this kind of fracture internal fixation with an variax superior clavicle plate [¿] is rated as state of the art. Therefore, the indication is estimated as absolutely correct. But, the chosen plate was medially too short. As a general rule, a minimum of 3 screws should be bicortically inserted on each side outside the fracture zone, in particular in patients having osteopenic or osteoporotic bone. In the given case only the most medial screw was bicortically inserted outside the fracture zone. Levering out of the plate at the medial side was predictable in such a constellation.¿ [original statements] in addition to the clinical statements and device inspection, it has not been reported whether the patient was compliant to the surgeon¿s instructions. If he was not, this would also contribute to the event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Implanted locking plate on (B)(6) 2015 and complete the procedure. The innermost screw was lean without locking by x ray on follow up of (B)(6) 2015. But no treatment for the screw on that time. Then the locking plate with screw had been removed on (B)(6) 2016 after synostosis. Updated 07-oct-2016 as: it was reported that additional product was not implanted after removed. Patient was healed.